Event description:
When changing drainage bag on evd the luer lock cracked and was unable to be removed properly. The entire drainage system had to be replaced. This is the third failure in the past 2 months I have witnessed. No harm to patient.